Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: it was reported the amplatz ultra stiff ptfe double flexible wire guide was broken near the floppy tip during an unspecified procedure. The wire guide broke outside of the patient. The procedure was a percutaneous nephrolithotomy. The device was not inside the patient and was observed on a sterile field when the event occurred. A device of the same type was used to complete the procedure. The urethra was the access location for the wire. The wire was placed through a rigid cystoscope and there was no resistance encountered during insertion or removal. The patient did not have tortuous, calcified, or scarred anatomy. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. A small section of the wire guide was returned for investigation (total length of section returned was 4.6 cm and the total wire length was 3.6cm). Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be completed nor a search for other complaints from the product lot due to lack of lot information from the user facility because a review of the DHR could not complete or search for other complaints from the product lot due to lack of lot information from the user facility. A review of manufacturing procedures was carried out and quality controls were found to be in place to assure functionality and device integrity prior to shipping. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: - "manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guide when gaining access." Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = urology coordinator. H3: device evaluated by mfg = other (81) -device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 09aug2024: the procedure was a percutaneous nephrolithotomy. The device was not inside the patient and was observed on a sterile field when the event occurred. A device of the same type was use to complete the procedure. The urethra was the access location for the wire. The wire was placed through a rigid cystoscope and there was no resistance encountered during insertion or removal. The patient did not have tortuous, calcified, or scarred anatomy.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer contact information is unknown at this time. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the amplatz ultra stiff ptfe double flexible wire guide was broken near the floppy tip during an unspecified procedure. The wire guide broke outside of the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested but is unavailable at this time.